Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for difficult to move safety shield / needle stick with the incident lot was not observed. All slbcs devices in the photos appear to have safety shields that fully recovered the IV needles. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and 8 by functional testing, each having their safety shields activated, and no issues were observed relating to difficult to move safety shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to move safety shield. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "the safety device is difficult to move even with two hands causing sharp injuries while using cat 367283." Customer indicates there is an education issue and it is hard for them to determine if product issue or just education.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "the safety device is difficult to move even with two hands causing sharp injuries while using cat 367283." Customer indicates there is an education issue and it is hard for them to determine if product issue or just education.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.